Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device's touchscreen display was not responding and the oxygen analyzer was malfunctioning. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the reported unresponsive touchscreen display due to a defective top case assembly. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was most likely due to water ingress of the top case assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).